Event description:
It was reported that the patient underwent an initial surgery approximately 8 years and 2 months ago. Subsequently, approximately 2 months and 16 days later the patient developed pain and skin irritation from a prominent screw and underwent a second surgery to remove the screw. Attempt has been made to obtain additional information. No additional information has been received at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). E1: establishment name: (B)(6). G2: foreign: united kingdom. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial surgery approximately eight (8) years and two (2) months ago. Subsequently, approximately one (1) month and three weeks later the patient developed pain and skin irritation from a prominent screw and underwent a second surgery to remove the screw. Attempt has been made to obtain additional information. No additional information has been received at this time.